Manufacturer narrative:
No definitive root cause was determined. Incident was isolated. Sample cannot be ruled out as contributing factor. At the time of this report, the investigation was still in progress. The patient's test results did not match results obtained with alternate method, preventing erroneous test results from being released. Gel cards reacted as expected.

Event description:
The customer obtained false negative results with the ortho provue analyzer while performing direct antiglobulin test (dat) on a cord blood sample. The customer indicated that the provue interpreted the test results as negative. Upon visual inspection of the gel cards, the customer noticed a weak reactivity. Incident appears to have occurred independent of test method. If the event were to recur with blood grouping and/or antibody screening tests, it can lead to transfusion of incompatible blood. The patient's test results did not match results obtained with manual gel test method, preventing erroneous test results from being released.